Manufacturer narrative:
Due to character restrictions in block e1 , (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) had a error code 1 . No harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse verified unit boards are not receiving power from power supply. Unit will have to be rescheduled due to having to order power supply for unit. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 (problem code and component code).

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h6, h11